Manufacturer narrative:
Device evaluation:the reported act values not real,act values not consistent with expected ones and motor stall l/r was verified during service. The issue was resolved by replacing the adu controller board.service technician executed all functional tests according to the procedure described in the technical manual.performed electrical safety tests, home position calibration, and temperature check.service technician carried out heptrac tests with positive results.post repair testing was performed per specifications. Instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During testing/ maintenance by a service technician this hms plus instrument had activated clotting time (act) values that were not real ,act values were not consistent with expected ones and there was a motor stall l/r.this was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Correction h4: device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.